Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Upon visual evaluation, evidence of liquid around the luer is observed. Our products undergo comprehensive inspections throughout the manufacturing process to ensure device quality and performance. These inspections include verification that all critical dimensions meet specifications, confirmation that the product is free from damage, and leakage testing. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the photo, and without the physical sample to further evaluate, a definitive cause cannot be established at time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd injector locking n40-o had leakage. The following information was provided by the initial reporter: material #515056; lot #unknown. Verbatim: rcc received a complaint via email. Leaking from around the ring. I was able to speak to the two rns who were present. They stated that it was leaking from around the ring/seal of the injector that was on the IV line. So that would have been the primary line that the rns place the phaseal, but they were adamant that it was not leaking from around the screw connection, that it was leaking from the ring around the edge.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.